Event description:
It was reported that during a deep brain stimulation procedure involving the lead, intra-operative impedance testing found low impedance (74 ohms) on the top contact of the lead. The alpha omega system also received low impedance during testing. Troubleshooting steps included re-running the impedance test at a higher voltage, removing the lead test cable, cleaning the lead, and replacing the cable, none of which resolved the issue. It was identified that the top contact of the lead was inside/touching the cannula, requiring adjustment. After the adjustment, all impedances were normal and within range, resolving the issue. A new lead was successfully implanted with no issues, and the patient is currently doing well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.